Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pup alarmed for no delivery. The customer's blood glucose level at the time of incident was 480mg/dl. The customer treated the highs with manual injection. The customer was advised the alarmed was caused by infusion and or reservoir connection. The customer was advised to replace infusion and reservoir. The customer was advised to monitor the device.